Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the haptic tore. The lens was removed with no pt injury. Additional info has been requested, but to date none has been forthcoming. If additional info is rec'd, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: evaluation codes: results - (other): visual inspection of the returned product found a large piece of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.